Event description:
Caller reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 575 mg/dl. Elevated bg was addressed by manual insulin injection. During troubleshooting an o-ring was identified on the pneumatic tap. The customer was able to remove the o-ring from the pump and changed the pump supplies to address the issues.